Event description:
It was reported that during a da vinci s myomectomy procedure, the surgical staff reported the orange part of the monopolar curved scissors instrument was cracked at the tip. Nothing was reported having fallen into the patient. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Manufacturer narrative:
The instrument was returned and evaluated. Complaint of orange part at tip cracked during use is confirmed. Tube extension is cracked at the prox clevis interface. Clevis is dislodged from tube extension. Tube extension fractured next to one of the keys that mates with the prox clevis. Evidence not conclusive, but tube extension likely broke due to excessive side loading or other mishandling/misuse. Electrical continuity passed. No other damage found. The instruments and accessories user manual specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.